Event description:
Consumer called to report accuracy issue with his son's meter. Son experienced a hypoglycemic episode with the meter was taken to the ER for treatment. He feels the meter is to blame because when he checked the meter read 70.